Event description:
A consumer's husband reported that following bilateral intraocular lens (iol) implant surgery, his wife had double vision. The husband reported that his wife sees double with both eyes open or with just the left eye open, but not with just the right eye open. The double vision varies as she can "pull it in", but is worse upon up-gaze. The husband reported his wife has been told she has astigmatism and this is probably the cause of her double vision. In a follow up, the surgeon reported the iols did not cause/contribute to the event. He reported the patient was noted to have strabismus postoperatively. The surgeon also noted the patient takes anti-anxiety medication and narcotics and believes that one or more of these medications might be impairing fusion. In a follow up phone call with the surgeon's office, it was reported the patient had a yag laser procedure performed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2011 by phone, fax, and mail. A completed questionnaire was received on 02/11/2011. (B)(4).